Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unspecified amount of colony forming units (cfus) of coagulase-negative staphylococci organisms, klebsiella oxytoca, staphylococcus aureus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility on may 6, 2024. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b5: the coagulase-negative staphylococci organisms were found on (B)(6) 2024. The klebsiella oxytoca organisms were found on (B)(6) 2024. The staphylococcus aureus organisms were found on (B)(6) 2024. This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. An olympus ess visited the user facility on (B)(6) 2024, and (B)(6) 2024, where deviation from the instructions for use (IFU) were observed. The deviations were as follows: the client did not know the proper volume of water needed at bedside for pre-cleaning of the endoscope. The air water cleaning adapter was not used in the correct way. The endoscope was placed into water without connecting the leakage tester which could cause fluid invasion. The client did not sponge the endoscope after leakage testing. After sponging the endoscope, the client started to brush the endoscope channel instead of the distal end of the scope. The client was not sure how to connect the maj-2319 or the amount of fluid needed to be flushed through. During the flushing steps the client did not hook up a channel block to flush the channels. The client was provided training on correct reprocessing of the subject device. The device was not evaluated as it was not sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, insufficient reprocessing could have led to the reported event, however, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.